Event description:
The surgeon inserted a 2.3 bioraptor and using the arthrex knot pusher to tighten down the knot, the suture broke from the anchor. The anchor remains unsupported in the patient.

Manufacturer narrative:
No product is being returned for evaluation.